Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6, h10/11. One intraocular lens (iol) was returned for evaluation. Visual inspection of the iol provided the lens was returned in a dried condition. Particulates, saline dendrites and dried solutions were visible on the optic. The lens was in three pieces, with one haptic and part of the optic torn off; lying loose in the bag. The other haptic was attached to the optic and bent. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. There have been no similar events for this lot to date. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Manufacturer narrative:
The device has not been received for evaluation. A review of the device history record has been performed and there were no anomalies or discrepancies identified that may have contributed to the reported event. A review of nonconformances did not identify any inconsistencies that would contribute to the reported event. The investigation is ongoing.

Event description:
It was reported that after implanting an intraocular lens (iol) into the left (os) eye during a routine cataract phacoemulsification surgery, a crack was noticed on the corner of the optic and part of the trailing haptic had broken off. The lens was successfully removed and replaced with a back up lens of the same model and diopter intraoperatively, however, the incision was enlarged from 2.2mm to ~3.0 - 3.5mm to remove the iol and 3 sutures were required. The procedure was prolonged by 20 minutes, but no additional anesthesia was administered. The patient noticed a decrease in their vision due to edema on post-op day 1 due to iol explant.